Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient¿s controller was not displaying parameters. When the display button was pressed, the screen would light up, with no display. The green light was on. The controller was exchanged due to safety concerns.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of the display screen not working properly was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The downloaded log file was first reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. During preliminary testing of the controller, the reported event was reproduced; the lcd display was bright white and could not clearly display parameters. The display button was pressed but the screen remained bright white. Aside from the issue with the display, the controller was found to perform as intended. The controller supported pump function without issue and alarmed appropriately to all conditions imposed on the controller. The controller was then opened, and the lcd screen was replaced with a test lcd screen. Following this replacement, the display issue resolved, and the controller passed all steps of functional testing. The root cause of the reported event was determined to be an issue with the lcd screen itself. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.